Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button has stopped functioning. The device turns on when plugged into a power source. Customer stated that they have not checked blood glucose levels, but do not think blood glucose levels have been affected. Reportedly, customer will continue to use the pump for insulin therapy.